Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient was still having back pain, trying to rule out other potentials such as infection. The hcp wasn't sure if that as the case or not. It was noted that the patient was just implanted a few days ago. Additional information was received from a manufacturer¿s representative (rep) on 2018-01-06. The rep reported that the patient had increasing pain since implant and developed clonus and lower extremity weakness and presented to the emergency room on (B)(6) 2018. The rep reported that an MRI was done and fluid collection over the lead was seen. The patient was taken to the operating room first thing in the morning on (B)(6) 2018 for evacuation; upon opening noted blood only. The rep reported that the blood was evacuated and the site was irrigated. The epidural hematoma was evacuated. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the pain, clonus and lower extremity weakness was the epidural hematoma, which was a known complication and risk of an scs lead placement. The rep stated that they would not know if the weakness and clonus were fully resolved until they see the patient post-op; a post-op date was not set at the time of the report. It was noted that the information was confirmed with the physician.

Manufacturer narrative:
Other applicable components are: product ID 977c265 lot# (B)(4) implanted: (B)(6) 2018 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was re-admitted to inpatient on (B)(6) 2018 for urinary retention and lower extremity swelling. The rep reported that an MRI was done on (B)(6) 2018 and it showed possible fluid accumulation over the lead. The rep reported that ortho surgery in the process of fully evaluating and determining the next course of action. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the urinary retention was not determined. The issue had been resolved.